Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer called to report his pump keeps going off but nothing is showing up on the pump screen to indicate an alarm. Blood glucose value was 432 mg/dl at the time of the incident. The customer treated with a bolus. No troubleshooting was performed. Nothing will be replaced or returned.